Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the logs found that this is the first time this issue occurred on this system. The voltage power supply was found to be at 12.37 instead of 12.1 and was adjusted. The space on the database was cleared up as that sometimes causes timeout delays. But overall was unable to replicate the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system will intermittently not completed 3d scans. The system will get hung up partway through or not initialize. When that happens, the site will reset the system and start the scan again and the system would be able to scan as intended the second time. There was no patient present when this issue was identified.